Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed dried saline in the luer, on the handle, shaft, electrodes and tip. Dried body fluid was present on the distal end and tip. The device did not have any obvious visual defects. Continuity checks revealed no electrical shorts as checked manually using a multi-meter and breakout box. The magnetic sensor was found to be open in all curve configurations. All other measurements were typical and within specifications. Lcr test was performed which confirmed that the magnetic sensor was open. The steering knob functions properly in the right curve, however the resistance for the left curve was low and the tip did not curve. The tension control knob functioned properly on both lock and unlock positions. The ablation was verified by using the maestro generator 4000 and the metriq pump and the device was found within specifications. X-ray showed an unidentifiable anomaly in the handle. The handle was opened. The inside of the handle had a "rainbow" hue on a residue on the side where the wires are anchored. The device was connected to a metriq pump that was programmed to 30ml/minute (ablation flow rate) and the pump was left running for approximately 2 minutes. No leakage was seen inside the handle. The device tip was placed in a saline tank with the butt bond submerged and a metriq pump programmed to 30ml/min was attached to the device. After approximately 0.5 hours the device liquid was noted in the handle. The device underwent rf ablation tests and no errors or messages were reported by the maestro generator 4000. There was a heavy layer of dried saline on the guide coil and lumen in the handle. The device tip was placed in a tank of deionized water with the butt bond submerged and a metriq pump programmed to 30ml/min was attached to the device. Liquid was present in the handle within a 0.5 hour. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured twice, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values of gross leak were observed. The distal end was measured twice, with 15 psi. Pressure decay values were 0.9143 and 0.8905 psi. The guide coil was very difficult to pull out of the proximal shaft due to severe corrosion and the appearance it had adhered to the lumen. One of the steering wires was fractured; the end of the wire appeared to have been corroded away. A breach in the lumen was found at approximately 51cm from the distal end. Imprints of the guide coil were found in multiple areas of the lumen just distal to the lumen breach. The magnetic sensor wires had continuity between the handle connector and distal of the butt bond where the first dissection cut was made. The sensor wires were found open in the distal end. The proximal and distal sections of the device were separated. The pressure decay for the proximal end measured 0.9181 psi and 0.9153 psi and for the distal end: 0.1024 psi, 0.0987, and 0.0836 psi. With the section containing the butt bond was removed, the proximal section measured 0.9246psi and 0.9228 psi.

Event description:
Reportable based on device analysis completed on 10may2019. It was reported that the catheter was not showing appropriate and correct temperature and impedance readings. During a pulmonary vein isolation (pvi) ablation procedure with an intellanav mifi open-irrigated ablation catheter, the catheter was not showing appropriate and correct temperature and impedance readings. They swapped the catheter with a new catheter and the issue was resolved. They successfully completed the procedure. The event did not affect the patient's outcome, it just slowed down the procedure because they couldn't understand at the beginning what was the problem. However, device analysis revealed a leak in the proximal shaft lumen.